Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Two samples were provided to our quality team for investigation. A visual inspection was performed. One needle has about 20% of epoxy and it is loose. This defect could occur during the assembly process if there was a jam occurred at the cannulator and not detected in the next processes. Verification of the cannulator was performed. The settings were correct, and the flow of products was good. Based on the investigation and with the sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4354098. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill needle was broken. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: po:(B)(4) item: 305060 reported issues: "it was brought to my attention today that one of the syringe needles broke when the anesthesiologist was trying to get medication out of a bottle.¿ are any samples available for return? Quantity affected: 1 each serial/lot number: (B)(6).